Event description:
It was reported by a customer on (B)(6) 2011 that the fiber was observed to have a forward firing condition with the aiming beam at 18,617 joules. Per the customer, the fiber tip was cleaned and there were no unusual occurrences observed, nor were there any error messages with the laser machine. There were no known issues with the pt.